Event description:
It was reported the customer's pump case intermittently would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. The customer changed infusion set and resumed insulin delivery. Customer's blood glucose ranged from 108-181 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.